Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that powerpicc line inserted on outpatient. Tech flushed lines with saline, post insertion and the red hub was leaking. Tech then performed a PICC exchange. Inspected the hub, there was a long crack when the syringe attaches. No serious injury to patient. No other information was provided.